Event description:
Spontaneous inbound call: patient reported that after her cuvitru infusion finished last night, her pump would not wind. Pharmacist approving a replacement pump for the patient. Patient did confirm that she was able to finish her infusion before she had any issues with the pump. No further information provided. Patient did not experience and adverse event due to malfunction. Pump is available for return. Reported to (B)(6) by: patient/caregiver.